Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the flow sensor. The event occurred in united states. Based on follow up communications, the arterial pump was a centrifugal pump. Reportedly, calibration of the flow sensor was not performed before starting the procedure. It was also reported that the sensor worked fine during the first stages of the procedure but, later, it started showing a value of flow 4 lpm, even if the rpms were not increased. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report indicating that, during a procedure using the essenz hlm, it was alleged that the system was delivering a higher flow rate (approximately 5 lpm), whereas the actual flow was 1 lpm for approximately one hour. The medical team elected to clamp the flow probe to test and recalibrate it; however, the probe continued to display a flow rate of 3 lpm, preventing recalibration. The patient impact and sequalae have not been disclosed. Livanova has conservatively reported the present event as adverse event, since patient conditions are unknown.